Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks. Upon interrogation of the device, there were several deliveries of inappropriate shocks and several aborted shocks. There were also multiple alerts for possible high voltage lead issue, and ventricular noise reversion. The episodes showed noise on the right ventricular (rv) lead resulting in inappropriate shocks and no capture. It was discussed that it was most likely an insulation breach on the rv lead due to low impedance that resulted in aborted shocks. Lead revision was discussed. The ventricular lead was turned off and patient was sent home with a lifevest.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Examination did not find any indication of conductor fractures. External insulation abrasion breaching the ring electrode cable lumen at the proximal region of the lead was noted at 42.2 cm to 43.0 cm from the distal tip. The etfe cable coating of one ring electrode cable was abraded in this location. This is consistent with the observation from the field of noise, loss of capture and low pacing lead impedance.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced with a competitor rv lead. A fracture was also noted on the rv lead.